Manufacturer narrative:
Date of event: exact date unknown, event occurred a week ago from the date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.